Event description:
The account's engineer stated when the bed is placed into brake mode and the bed is shaken, the bed pops out of brake.

Manufacturer narrative:
The engineer found the brake detent was broken. He replaced the brake detent to repair the bed.